Event description:
The reporter stated an aq5010v silicone three piece lens was damaged in the cartridge, there was no patient contact. Another same model lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens stuck in an aq cartridge-fp. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).